Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the coils migrated close to uterus/migration of essure device"), pelvic pain ("chronic pelvic pain/pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and therapeutic embolisation ("embolization procedure") in a 36-year-old female patient who had essure (batch no. 952112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included parity 3 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2012). Patient did not undergo an essure confirmation test. Previously administered products included for birth control: iud from 2008 to 2011. Concurrent conditions included pelvic congestion (emobilizatio of ovarian vein) since september 2015. In may 2012, the patient experienced abdominal pain (seriousness criterion hospitalization) and libido decreased ("diminished libido"). On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced fatigue ("fatigue"), hot flush ("hormonal changes - hot flashes"), alopecia ("hair loss"), weight increased ("weight gain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy") and device expulsion ("migration of essure device location of device: uterus,"). In may 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2015, the patient underwent therapeutic embolisation (seriousness criterion medically significant). In september 2016, the patient experienced panic attack ("panic attacks"). On (B)(6) 2017, 4 years 10 months after insertion of essure, the patient experienced complication of device removal ("complications from essure removal procedure"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain"), menopausal symptoms ("menopausal symptoms,") and menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"). The patient was hospitalized sometime in august 2015. The patient was treated with surgery (hysterectomy performed to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, therapeutic embolisation, arthralgia, fatigue, hot flush, panic attack, libido decreased, menopausal symptoms, weight increased, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, complication of device removal and device expulsion outcome was unknown and the abdominal pain, alopecia, back pain and vaginal haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, libido decreased, menopausal symptoms, menorrhagia, panic attack, pelvic pain, therapeutic embolisation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (severe cramping) . She denied any complications or problems that occurred at the time of her essure placement procedure diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the coils migrated close to uterus/migration of essure device"), pelvic pain ("chronic pelvic pain/pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and therapeutic embolisation ("embolization procedure") in a 36-year-old female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included parity 3 (((B)(6)2007, (B)(6)2008, (B)(6)2012)). Patient did not undergo an essure confirmation test. Previously administered products included for birth control: iud from 2008 to 2011. Concurrent conditions included pelvic congestion (emobilizatio of ovarian vein) since september 2015. On (B)(6)2012, the patient had essure inserted. In may 2012, the patient experienced abdominal pain (seriousness criterion hospitalization) and libido decreased ("diminished libido"). In june 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced fatigue ("fatigue"), hot flush ("hormonal changes - hot flashes"), alopecia ("hair loss"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy") and device expulsion ("migration of essure device location of device: uterus,") and was found to have weight increased ("weight gain"). In may 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2015, the patient underwent therapeutic embolisation (seriousness criterion medically significant). In september 2016, the patient experienced panic attack ("panic attacks"). On(B)(6)2017, the patient experienced complication of device removal ("complications from essure removal procedure"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain"), menopausal symptoms ("menopausal symptoms,") and menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"). The patient was hospitalized sometime in august 2015. The patient was treated with surgery (hysterectomy performed to remove essure). Essure was removed on(B)(6)2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, therapeutic embolisation, arthralgia, fatigue, hot flush, panic attack, libido decreased, menopausal symptoms, weight increased, dysmenorrhoea, dyspareunia, allergy to metals, complication of device removal and device expulsion outcome was unknown and the abdominal pain, alopecia, back pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, libido decreased, menopausal symptoms, menorrhagia, panic attack, pelvic pain, therapeutic embolisation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (severe cramping) . She denied any complications or problems that occurred at the time of her essure placement procedure diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received. Outcomes of events- abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), hair loss, abdominal pain, back pain update from recovering to recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the coils migrated close to uterus/migration of essure device"), pelvic pain ("chronic pelvic pain/pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and therapeutic embolisation ("embolization procedure") in a 36-year-old female patient who had essure (batch no. 952112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included parity 3 (((B)(6) 2007, (B)(6) 2008, (B)(6) 2012)). Patient did not undergo an essure confirmation test. Previously administered products included for birth control: iud from 2008 to 2011. Concurrent conditions included pelvic congestion (emobilizatio of ovarian vein ) since (B)(6) 2015. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criterion hospitalization) and the first episode of libido decreased ("other injury(ies) or complication please describe: diminished libido"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced back pain ("back pain"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), hot flush ("hormonal changes - hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), weight increased ("weight gain") and device expulsion ("migration of essure device location of device: uterus,"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient underwent therapeutic embolisation (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced the first episode of panic attack ("panic attacks"). On (B)(6) 2017, 4 years 10 months after insertion of essure, the patient experienced complication of device removal ("complications from essure removal procedure"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), the second episode of libido decreased ("diminished libido"), the second episode of panic attack ("panic attacks"), menopausal symptoms ("menopausal symptoms,") and arthralgia ("hip pain"). The patient was hospitalized sometime in (B)(6) 2015. The patient was treated with surgery (hysterectomy performed to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, therapeutic embolisation, dysmenorrhoea, menorrhagia, dyspareunia, the last episode of libido decreased, allergy to metals, hot flush, the last episode of panic attack, fatigue, weight increased, complication of device removal, menopausal symptoms, device expulsion and arthralgia outcome was unknown and the abdominal pain, back pain, alopecia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menopausal symptoms, menorrhagia, pelvic pain, therapeutic embolisation, vaginal haemorrhage, weight increased, the first episode of libido decreased, the first episode of panic attack, the second episode of libido decreased and the second episode of panic attack to be related to essure. The reporter commented: she received treatment for dysmenorrhea (severe cramping) . She denied any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet, event dates and new events menopausal symptoms, migration of essure device location of device: uterus, other injury(ies) or complication please describe: diminished libido, panic attacks , hip pain and events outcomes were added . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the coils migrated close to uterus/migration of essure device"), pelvic pain ("chronic pelvic pain/pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and therapeutic embolisation ("embolization procedure") in a 36-year-old female patient who had essure (batch no. 952112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included parity 3 ((14-may-2007, 17-oct-2008, 19-mar-2012)). Patient did not undergo an essure confirmation test. Previously administered products included for birth control: iud from 2008 to 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient underwent therapeutic embolisation (seriousness criterion medically significant). On (B)(6) 2017, 4 years 10 months after insertion of essure, the patient experienced complication of device removal ("complications from essure removal procedure"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), abdominal pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("diminished libido"), back pain ("back pain"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), hot flush ("hormonal changes - hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), panic attack ("panic attacks"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was hospitalized sometime in (B)(6) 2015. The patient was treated with surgery (hysterectomy performed to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage, therapeutic embolisation, dysmenorrhoea, menorrhagia, dyspareunia, libido decreased, back pain, alopecia, allergy to metals, hot flush, vaginal haemorrhage, panic attack, fatigue, weight increased and complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, libido decreased, menorrhagia, panic attack, pelvic pain, therapeutic embolisation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (severe cramping) . She denied any complications or problems that occurred at the time of her essure placement procedure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events were added per pfs: hormonal changes - hot flashes, abnormal bleeding (vaginal), panic attacks, fatigue and weight gain, she did not undergo an essure confirmation test, complication of essure removal propcedure were added. Essure insertion date was updated to (B)(6) 2012. Lot number was added. Onset date of event ((B)(6) 2012) dysmenorrhea (cramping) was added. Reporters, patient demographics, medical history were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the coils migrated close to uterus"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding") and therapeutic embolisation ("embolization procedure") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient underwent therapeutic embolisation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), abdominal pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), libido decreased ("diminished libido"), back pain ("back pain"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). The patient was hospitalized sometime in (B)(6) 2015. The patient was treated with surgery (hysterectomy performed to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage, therapeutic embolisation, dysmenorrhoea, menorrhagia, dyspareunia, libido decreased, back pain, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menorrhagia, pelvic pain and therapeutic embolisation to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, and reported adverse events including the coils migrated close to uterus, chronic pelvic pain, abdominal pain and abnormal bleeding (regarded as genital bleeding). The plaintiff had surgery to remove the essure implant approximately five years after insertion. In addition, an embolization procedure (not specified) was also reported. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. In this particular case, the exact mechanism of the reported migration close to uterus is not known. Regarding plaintiff's abdominopelvic pain and genital bleeding, these conditions may occur as a consequence of several gynecological conditions, including uterine fibroids. In this particular case, the plaintiff underwent an embolization procedure. Although the exact reason for this procedure was not specified, it may suggest a concomitant condition (such as fibroids) that could have been a contributory role in the reported events. This case was classified as incident since device removal was required. The product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the coils migrated close to uterus"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding") and therapeutic embolisation ("embolization procedure") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient underwent therapeutic embolisation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), abdominal pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), libido decreased ("diminished libido"), back pain ("back pain"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). The patient was hospitalized sometime in (B)(6) 2015. The patient was treated with surgery (hysterectomy performed to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage, therapeutic embolisation, dysmenorrhoea, menorrhagia, dyspareunia, libido decreased, back pain, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menorrhagia, pelvic pain and therapeutic embolisation to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, and reported adverse events including the coils migrated close to uterus, chronic pelvic pain, abdominal pain and abnormal bleeding (regarded as genital bleeding). The plaintiff had surgery to remove the essure implant approximately five years after insertion. In addition, an embolization procedure (not specified) was also reported. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. In this particular case, the exact mechanism of the reported migration close to uterus is not known. Regarding plaintiff's abdominopelvic pain and genital bleeding, these conditions may occur as a consequence of several gynecological conditions, including uterine fibroids. In this particular case, the plaintiff underwent an embolization procedure. Although the exact reason for this procedure was not specified, it may suggest a concomitant condition (such as fibroids) that could have been a contributory role in the reported events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.